Event description:
Prior to use on patient, staff inspected ICU medical IV tubing due to ongoing concerns with contaminations. Staff found black and brown speck in chamber of IV tubing. Reported to manufacturer.